Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2026. On (B)(6) 2026, the patient experienced a diabetic coma. At an unspecified time during the event, the cgm displayed a ¿high¿ glucose reading, while a blood glucose meter measurement indicated a value of 176 mg/dl, demonstrating a discrepancy between the two readings. The patient declined to provide additional details regarding the circumstances surrounding the event, including treatment, duration of the event, or clinical outcome. As a result, no further information is available. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the c zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.